Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted with about 50mls of veletri left in the cassette. No adverse effects were reported.